Manufacturer narrative:
The iab was returned with the membrane completely unfolded. No blood was visible on the catheter. The extender and pressure tubing were also returned. A kink was found on the catheter tubing approximately 73.4cm from iab tip. The technician attempted to insert a laboratory 0.025¿ guide wire through the inner lumen and was able to successfully insert the guide wire. No obstructions were felt. The reported event cannot be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Manufacturer narrative:
Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that the customer inserted the intra-aortic balloon (iab) according to the normal procedure. When they tried to initiate therapy, the tip pressure was not displayed. A new iab was inserted to continue therapy. There was no patient harm or adverse event reported.